Manufacturer narrative:
The customer returned one sample to medex for evaluation. Examination of the returned unit found no evidence of leakage. Medex was unable to confirm this issue or determine the cause. Based on this info, medex believes that no additional action is necessary at this time. Medex considers this MDR closed with this report.

Event description:
The duck bill check valve was cracked and leaks during use.